Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via telephone call that the insulin pump gave an off no power alarm. She changed the battery, but the display was blank. She did not recall the blood glucose reading. No physical damage was reported but the caller stated that the customer is very active. The insulin pump had not been exposed to moisture. The contacts on the battery cap were not missing or corroded and the battery compartment and spring were not damaged or corroded. The customer was advised to insert a new battery and reported that the display did not return. The customer was advised to clean the battery cap and insert a new battery and the display did return. The insulin pump alarmed for battery out limit and failed battery test, and low reservoir warning. The buttons were not responsive. The caller was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. No low reservoir alert noted. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no off no power anomaly, no blank display, no failed battery test, no missing segments/partial display, and no unexpected battery out limit noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.